Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a broken tubing during a lipid infusion, dosage and rate not provided. Although requested additional information has not been provided; there was no report of patient harm.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The customer¿s report of a broken tubing was confirmed. Initial visual inspection of the set noted no obvious damage or issues. During functional testing a fluid leak from the upper part of the silicone segment was observed. Further visual inspection revealed a tear approximately 0.46 inches long in the silicone segment, below the upper fitment. Pressure testing was performed and leaking was observed coming from the tear at approximately 10psi. The root cause of the customer¿s report of a broken tubing was identified as a tear in the silicone segment. The cause of the tear is unknown.